Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013.device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the black box contains data from 07/07/2013 to 07/16/2013. There were no records of ¿power on reset¿ observed in the black box. The battery compartment and the battery cap are intact and fit securely and maintain electrical connection. The pump powers ¿on¿ and displays the ¿verify¿ screen. The battery cap was tighten and then unscrewed ½ turn with no power loss. The pump was primed and exercised for 24 hours with no power interruption occurred during the investigation ¿low battery¿ warning and ¿replace battery¿ alarm were stimulated and the pump gave the proper audible and visible alert. An external power supply was used to find all currents draws to be within specification. The pump¿s cover was removed with no damage, defect or contamination of the power circuit. Investigation was unable to confirme or duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a power issue; the pump did not alarm low/replace battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.